Event description:
The pump was returned for investigation. Investigation revealed that the up arrow button was intermittently unresponsive and contamination was found under the up arrow, down arrow, and contrast button contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed no physical damage to the keypad. The up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. The keypad was removed and contamination was found under the up arrow, down arrow, and contrast button contacts.